Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer cubie was failed and displayed an error message as clear obstructions then close the drawer. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. A field service engineer (fse) addressed a half height drawer that failed to stay closed due to a broken plunger spring, replaced it with a new spring, completed hardware test application final testing on drawer 3.2, and confirmed the customer could successfully access the drawer in the application. The system functioned as intended after the field service engineer repaired the device.